Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two used viscous fluidics control tubing set were returned with two 10 milliliter (ml) syringe. The returned products were visually inspected. In return condition, the gray tip plungers were inside the 10ml syringes. The vfc tubing set and 10ml syringe were found to be in good condition. No silicone oil was found on the components. The small parts tray (smpt) tray was not returned. The returned 25 gauze and 23 gauze cannulas tips were bent and broken off. Smpt from lab stock was used to test the returned vfc tubing set and 10ml syringe. A calibrated console was used to test the sample. The consoles could recognize the vfc by illuminating green on the light emitting diode (led)ring. The vfc sample was filled with silicone oil per directions for use (dfu); in injection mode the plunger moved freely and met specifications. Extraction mode was then selected and the vfc could aspirate silicone oil into the barrel of the syringe; no anomalies were observed during this step. Pressure was stable during functional testing. The plunger in the syringe moved smoothly during operation. Additionally, all connections were found to fit securely. It was unable to replicate the customer's experience during functional and performance testing of the vfc. The investigation conducted a non-conformance review of the reported lot number. No deviation was identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint, therefore no action will be taken regarding this occurrence. Complaint data for all company products is reviewed monthly to monitor adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during the posterior approach vitrectomy with retinopexy and posterior vitrectomy with silicone or gas insertion along with chorio-retinal lesion ablation surgery in the right eye of an adult patient, the final injection of the silicone caused a sudden increase in intraocular pressure, with high-impact expulsion of the system's syringe into the eye, generating transient bradycardia, extensive retinal rupture, and preretinal macular hemorrhage. The patient had a history of congenital cataract with lens extraction surgery plus lens implantation. This had compromised the patient's visual integrity, with probable irreversible sequelae. The procedure was completed on same day but the patient had to undergo medical intervention (treatment with antibiotic eye drop, corticosteroid and non steroidal anti inflammatory eye drops) as well as hospitalization. Surgical intervention was also required during the same procedure, and a new intervention will be necessary. The final diagnosis was retinal detachment without macular involvement. The patient was under observation with suggestion to maintain supine (face up position).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. No product has been returned the investigation site for evaluation; therefore, the condition of the product could not be verified. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The investigation conducted a non-conformance review of the reported lot number. No deviation were identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).